Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Speech understanding with the device is not possible. The next scheduled appointment will take place on (B)(6) 2017 and the device will be checked again.

Manufacturer narrative:
Additional information: according to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
Speech understanding with the device is not possible. An accident is denied by the patient. Patient don't want to undergo a reimplantation. She is using contralateral a hearing aid with good result (without use of the cochlea implant).